Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 50 mg/dl. Customer was treated with food and glucose tablets for low blood glucose. Customer also reported that the insulin pump was over delivering. Customer had lowered basal insulin but their blood glucose was still dropping. Customer was not using the auto mode. The insulin pump will be returned and the reservoir will not be returned for analysis.